Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round high profile 420cc saline breast prosthesis, catalog #3503420, lot #5583438. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation procedure with a mentor smooth round high profile 420cc saline breast prosthesis that deflated after implantation. The patient had a spontaneous deflation on her right side. As a result, the patient underwent bilateral explantation and replacement with mentor breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 12/20/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. White material was observed within the device and red, white and yellow material was observed on the shell surface. During evaluation a crease was observed on the anterior and extending to posterior aspect, in addition, a rent (a) was discovered within the crease on the posterior aspect, measuring approximately 0.3 cm. A second rent (b) was observed on the posterior aspect measuring approximately 0.8 cm. Leak testing of the device, in accordance with mentor procedures, revealed no additional leakage sites. Microscopic examination of the rent b revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were observed. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. At this time is not possible to determine the origin of the white, red and yellow material observed. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/13/2018, the mentor product analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).